Event description:
It was reported that the patient underwent an explant procedure due to difficulty charging the ipg. The explanted ipg was discarded by the facility.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient underwent an explant procedure due to difficulty charging the ipg. The explanted ipg was discarded by the facility. Additional information was received that the patient was not compliant with charging stimulator on a weekly basis.